Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a patient notifier. An alert for non-sustained rv oversensing was observed. Auto-mode switch episodes due to atrial noise were observed. The noise was reproduced with isometrics. Programming changes were made.